Manufacturer narrative:
(B)(4) technical service engineer (tse) troubleshot this issue with the customer over the phone. Customer was unable to duplicate the alleged malfunction. The customer was recommended to run the device for 24 to 48 hours. Customer as a precaution replaced the safety valve and will run the device 24 to 48 hours.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.